Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following placement of a smiths medical portex® blue line classic® tracheostomy tube into the patient, the red section of the pilot balloon was noted to be missing. It was attempted to be replaced with another one from a new package but was not successful. Subsequently, the trach tube was changed out with no reported adverse effects.